Event description:
It was reported that a large volume infusor underinfused. The device was filled with 230ml of fluorouracil and 5% dextrose in water. Expected infusion rate was not reported however the reporter stated that the device delivered approximately 25% of the solution. The device was attached to a peripheral catheter in the patient¿s chest. There was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the lot was manufactured from november 10, 2014 ¿ november 11, 2014. The device was received for evaluation with 217 ml of fluid in its bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate was found to be within the specification range of the product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.